Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/12/2015, the reporter contacted animas, alleging that there was moisture ingress present in the battery compartment of their pump. It was reported that the threads were stripped and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, there was moisture observed in the battery compartment. A leak test was performed and failed at the crack in the battery compartment. The pump case was removed and there was no evidence of moisture corrosion inside the pump.